Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the product was received by the hospital, it was noted that the device box was not sealed. The sticker was already cut. The device was not used.

Manufacturer narrative:
The reported packaging anomaly could not be confirmed in the laboratory. Upon receipt, the device packaging was missing and the packaging could not be confirmed.